Event description:
After crossing the lesion with a 2.25 x 18mm cypher select plus stent, which seemed to be very difficult, the physician observed that the stent had dislodged from the balloon. This occurred exactly when the physician was removing the stent. There was no pt injury reported. Upon receiving the product, it was noted that the stent shifted toward the distal tip of the balloon. Therefore, it was not dislodged.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.